Event description:
It was reported that the patient underwent pipeline embolization treatment seven months ago and the aneurysm recently ruptured in the posterior communicating artery. An angio was performed to confirm the aneurysm rupture and also showed a small sah (subarachnoid hemorrhage). Dapt (dual anti-platelet therapy) was stopped and platelets were given to manage the bleed. No other complications were reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. Reference (B)(4).